Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case the cause of the annular rupture cannot be determined; however, the event may be related to undisclosed patient and procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: no testing methods performed. Result: no results available since no evaluation performed. Conclusion: known inherent risk of procedure, human factors.

Event description:
As reported through the source 3 european registry, the patient died from a complication of an aortic rupture with a hemopericardium during an implant of a 26mm sapien 3 valve. As reported, percutaneous drainage was performed and the patient was switched to a general sedation. The patient was treated medically and transfusion was performed. A decision was made to perform a sternotomy; however, reanimation failed. Subsequently, the patient expired.

Manufacturer narrative:
In this case per report, the cause of the annular rupture was post dilation to correct the pvl.

Event description:
After valve deployment, persistent aortic insufficiency (moderate paravalvular leak [pvl]) was noted and a decision was made to post dilate. As reported, over dilation caused that annulus to rupture. A tamponade was noted and percutaneous drainage was performed.